Manufacturer narrative:
(B)(4). Patient age at the time of event: over 18 years old. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00384. It was reported that a burr was stuck on the guidewire. A rotalink¿ advancer was used to treat the target lesion. During preparation, the rotalink¿ burr rotated and reached the maximum speed, but it failed to rotate during the procedure. The rotalink¿ burr was stuck on the rotawire during the procedure. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: a guidewire was inserted in the device. The guidewire could not be removed from the rotablator device. On attempt to remove the guidewire the spring tip detached from the guidewire and could not be located. The burr was microscopically examined. The annulus of the burr was found to be misshapen and damaged. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00384. It was reported that a burr was stuck on the guidewire. A rotalink advancer was used to treat the target lesion. During preparation, the rotalink burr rotated and reached the maximum speed, but it failed to rotate during the procedure. The rotalink burr was stuck on the rotawire during the procedure. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.